Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with cardiac perforation due to right ventricular lead. The physician elected to open a pericardial window to drain the effusion. The lead was pulled back. During the procedure, it was noted that the proximal body of the atrial lead was dark as if blood had breached the insulation. The atrial lead was explanted and replaced during the procedure. The patient was in a stable condition.